Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that sensor popped back out of serter and the electrode was sticking out. Caller reported that the needle was shorter than sensor. Customer's blood glucose was 227 mg/dl. Sensor would be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used also, unable to confirm the insertion needle complaint due to the customer did not return the insertion needle.